Event description:
It was reported that the patient presented for a post operation device check. It was noted that the right ventricular lead was not capturing. The lead was noted to be dislodged. Lead revision was discussed. The patient had no symptoms.

Event description:
New information available on 9/12/2018 states that, the lead was explanted on an unknown date. No further information was available.

Event description:
New information available on (B)(6) 2018 states that the lead was explanted and replaced on (B)(6) 2018.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information states that, during the procedure the helix could not be retracted. The lead was explanted and replaced on (B)(4) 2018.